Manufacturer narrative:
Batch review performed on 28 november 2023. Lot 2201765: 25 items manufactured and released on 13-apr-2022. Expiration date: 2027-03-28. No anomalies found related to the problem. To date, 10 items of the same lot have been sold with no similar reported event during the period of rev.

Event description:
At about 2 months from the primary, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the liner. The surgery was completed successfully.